Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-712wwl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-712wwl was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement test due to e52 alarm. The following were noted during visual inspection: corroded battery tube, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The e52 alarm was confirmed due to m/b. However, the original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.